Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd¿ syringe with needle. The following information was provided by the initial reporter, translated from chinese: "the outer packaging of the product is in good condition, and there are foreign objects inside."

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 301947 and lot number 2108211. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture of the affected sample was provided for evaluation by our quality engineer team. Through examination of the picture, foreign matter was identified. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that foreign matter was found in the bd¿ syringe with needle. The following information was provided by the initial reporter, translated from chinese: "the outer packaging of the product is in good condition, and there are foreign objects inside."